Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please indicate if the white helical passer sheath was broken, bent or torn.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2017. When the nurse was preparing the product, the trocar was found broken when the package was opened before it was used on the patient. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Date sent to FDA: (B)(4). Evaluation summary: the product was decontaminated and was well packaged. The device received was manipulated. The plastic needle/trocar tip is damaged. The defect seen during the product evaluation is aligned with the defect described in the event description, however, the defect identified is not linked to a manufacturing issue. Potential cause: external cause (user used): product was conforming to specifications at the release. The manufacturing process could not create this defect.